Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead was found in safety mode and a lead safety switch was triggered for high, out of range pacing impedances. It was recommended to replace the pacemaker and determine if the rv lead required revision, but both the pacemaker and the rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead was found in safety mode and a lead safety switch was triggered for high, out of range pacing impedances. It was recommended to replace the pacemaker and determine if the rv lead required revision. At this time the pacemaker has been explanted, and the rv lead has been revised. No additional adverse patient effects were reported.